Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. No intervention was performed, and the patient will continue to be monitored. There were no patient consequences.